Manufacturer narrative:
During a pta of the left anterior tibial artery, the tip of the sv018 guidewire "peeled off and remained in the patient." No adverse effects to the patient have been reported. The target lesion was described as "a little calcified" but not a chronic total occlusion. After lesion treatment, the guidewire was retracted through the deflated bantam balloon (150mm length); the tip of the wire peeled off and remained in the patient. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved normally and torque response was good. There was no resistance/friction between the wire and other devices. The wire did not become fixed or caught at any time prior to the event. One non sterile pgw .018 sv interventional wire was returned for analysis. The coiled tip was detached from the distal end up to 1.3cm; a kink was observed 3.5cm from the distal end. The damage on the distal tip was observed under a microscope but the cause could not be determined. Sem analysis showed that the core wire fracture surfaces presented evidence of bending and smearing characteristics; it appears that the separation occurred in the part of the core wire were it changes from round to flat. Reverse bending and/or pulling could be related to these surface characteristics. The coil presents evidence of smearing and pulling; it appears that the separation occurred while the coil was being stretched and/or pulled, since the coil was found unraveled and the tip of the fracture presents "pin point" which is a common characteristic of pulling fractures. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. The manufacturer (lake region medical) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A single x-ray image was received; however, no additional information could be gleaned from it. It does not show the vessel with only the wire fragment in it nor does it highlight the vasculature; it appears to be a shot of the wire and balloon in the vessel together. The failure reported by the customer was confirmed; however, there are no indications that this is related to the manufacturing process. Scanning electron microscopy and product analyses indicate that the device was bent and pulled. The wire did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. After review of the available information, it appears that some procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
The procedure was a pta of the left anterior tibial artery. After retracting the guidewire through the deflated bantam balloon (150mm length), the tip of the wire peeled off and remained in the patient. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved normally and torque response was good. There was no resistance/friction between the wire and other devices. The wire did not become fixed or caught at any time prior to the event. The target lesion was a bit calcified. The lesion was not a chronic total occlusion (cto).

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.